Manufacturer narrative:
Corrected data: h6 code belongs to the lead. D16 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead unknown revealed the braid broken and protruding though the outer insulation. Conductors #1 and # 7 were broken 36.4 cm from the proximal end. It was noted that the measurement was based off the x-ray taken of the breaks and is only an approximation. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. B17, c20 and d14 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿reduced pain relief.¿ it was noted that several impedance measurements were performed both at follow-up and during the revision surgery to troubleshoot the issue. During the patient¿s follow-up, both electrodes 10 and 12 showed intermittent high impedances. In the operating theatre immediately before the change, multiple measurements showed that electrodes 9 and 15 had high impedance (> 40,000 ohms) for the most part, but intermittently. Both electrodes also showed high impedance when the lead was connected to channel 1 of the implantable neurostimulator (ins). During the surgery, the lead was replaced, and all impedances were ¿ok¿ during multiple measurements. The explanted lead was visually inspected and found to have no apparent physical issues. There were no known environmental or external factors reported that may have led or contributed to the issue. The issue was resolved at the time of report.